Manufacturer narrative:
The reported event was confirmed. A two way eggshell latex catheter was returned with its inflation funnel removed from the rest of the catheter (gross visual evaluation). On (B)(6) 2019, the sample was retrieved and the balloon was inflated with 10 ccs of water using a leur lock syringe directly attached to the remaining portion of the inflation funnel. The funnel was held tightly to prevent water from leaking out. The balloon appeared to be asymmetrical and would fail procedure for asymmetry as the balloon shape is closest to 70/30. A potential root cause could be due to "controller failure, steam valve failure, incorrect set point, boiler failure, or oven fan failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The catheter subassembly is listed in product catalog # 930116,933016,992116,0165si16,300316a,303316a, 903316a, 903316a, 320416a, 333416a, a300316a, a303316a, a320416a, a320416a, a320416a, a333416a, a300316ac, and subassembly sa7601293. Without the corporate lot number and/or tray # it cannot be determined which product the subassembly is found in. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley was found to have an asymmetrical balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley was found to have an asymmetrical balloon.